Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b4, d4 (expiration date), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Attempts have been made to obtain missing information; however, to date, no response has been received. Based on the information available, a definitive root cause cannot be conclusively determined. H11: corrective data: section h6 (type of investigation) code 4117 was inadvertently entered in the initial medwatch report# 30663. It is corrected to code 4115 since the device had been discarded by the customer. All pertinent information available to edwards lifesciences has been submitted. H3 other text : device was discarded.

Event description:
It was learned through implant patient registry that a 23mm aortic valve was explanted after an implant duration of 2 years, 3 months due to unknown reason. The explanted valve was replaced with a 21mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional narratives: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.